Event description:
I opened recently shipped box of tandem varisoft infusion sets with ref # 1002827 which was an international substitution for u.s. Varisoft infusion set with ref # 1000284. Ref # 1002827 did not attach to tandem insulin cartridge and infusion set did not accept the 1000924 either. I contacted tandem pump trainer and (B)(4) rep and the problem was addressed and mystery was solved. I asked (B)(4) to contact their pts who use same infusion set and asked tandem pump trainer to notify the people who she reports to about the same. Fortunately, I had my medtronic pump and used it instead. (B)(4).